Event description:
On (B)(6) 2011, the pt's father reported the infusion device was "frozen." No further info was provided. Upon follow up on (B)(6) 2012, the pt's father stated the buttons of the infusion device are no longer functioning. He stated the buttons do not pop back up and are stuck down. He stated e8 (power interrupt) is displayed on the infusion device. The issue began approximately 1 week ago. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.